Event description:
After shuttling. Thirty minutes of compression were held to establish homeostasis. There were no reports of patient injury. The patient had a medical history of bilateral iliac stenosis. The procedure was indicated to obtain bilateral access for common iliac stenosis. The procedure used a bilateral antegrade approach. The user was trained in the use of the mynx. The mynx vcd was stored and prepped according to the instructions for use (IFU). A 7fr brite tip 11cm cordis sheath introducer was used. The femoral artery¿s suitability and the insertion angle (30-45 degrees) of the vascular sheath introducer was verified on angiography. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was presence of pvd / calcium in the vicinity of the puncture site. The user did shuttle down completely. There was no unusual force applied when retracting the sheath. The device will not be returned for evaluation because it was discarded.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, a 6f-7f mynxgrip vascular closure device (vcd) failed to deploy after the physician attempted to shuttle down the device. There was no advancer tube to be seen after shuttling. Thirty minutes of compression were held to establish hemostasis. There were no reports of patient injury. The patient had a medical history of bilateral iliac stenosis. The procedure was indicated to obtain bilateral access for common iliac stenosis. The procedure used a bilateral antegrade approach. The user was trained in the use of the mynx. The mynx vcd was stored and prepped according to the instructions for use (IFU). A 7fr brite tip 11cm cordis sheath introducer was used. The femoral artery¿s suitability and the insertion angle (30-45 degrees) of the vascular sheath introducer was verified on angiography. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was presence of pvd / calcium in the vicinity of the puncture site. The user did shuttle down completely. There was no unusual force applied when retracting the sheath. The product was not returned for analysis. A product history record (phr) review of lot f2214502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy - advancer tube¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failure to shuttle completely, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged in any way. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.